Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, four (4) inserter/tightener bit broke during tightening. It was unknown if there was a surgical delay. Procedure and patient outcome were unknown. This complaint involves four (4) devices.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Visual examination revealed that the hex lobes on the x25 inserter¿s distal tip had become stripped. Noted damage indicated that the stripping occurred in the direction of tightening. Device initially reported as a malfunction. Device was returned for evaluation and the observed damage of stripping does not constitute a reportable event. As such, this event is now considered to be a non-reportable malfunction.